Manufacturer narrative:
The insulin pump had no button response due to a flattened dome button switch. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer's insulin pump was alarming button error. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).